Event description:
The pt sustained weakness in the medial collateral ligament. Revision surgery was performed to correct dislocation due to insufficient insert thickness. The thicker insert provided sufficient stability.

Manufacturer narrative:
Summary of evaluation: the tibial insert was received 3/10/97. Evaluation results indicate the event was associated with the selection of insert thickness.